Manufacturer narrative:
The date of manufacture is currently unavailable. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The adjustable pressure limiting valve was replaced, and the unit was returned to service.

Event description:
The hospital reported the adjustable pressure limiting valve was sticking and not relieving pressure during a case. The patient was moved to a different unit and the case was completed. There was no report of patient injury.